Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described, because the affected product was not returned ot cook endoscopy for evaluation. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. Conclusions: we were unable to conduct a full investigation, because the device was not returned for evaluation. However, we can provide the following comments: separation of the proximal fittings from the introduction system can occur if excessive pressure is applied during removal of the guiding catheter. If excessive pressure was applied to the introduction system, perhaps in response to removal difficulties, this could have contributed to the damage reported. Prior to distribution, all oasis - one action stent introduction systems are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of guiding catheter removal difficulties. This product was manufactured prior to implementation of the corrective action. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy oasis - one action stent introduction system. After the stent was advanced into position, the physician experienced difficulty removing the guiding catheter of the introduction system. The proximal fittings separated from the introduction system when resistance was encountered. Although resistance was encountered, the stent was successfully placed. Nothing had to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation. The initial reporter informed the local company representative of this occurrence on 6/29/2007. The designated complaint handling unit (customer qa) was not informed of this occurrence until 8/13/2007.